Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported trouble with their recharger again (pt said they got a replacement in the past). Pt said charging would take forever once they finally got charging to work. Pt said after 3 hours the implantable neurostimulator (ins) still wouldn't be 100%. Pt also said when trying to get charging started, they would reset and try again but the controller would search for the device and then show no device found. Pt said the controller would also show different screens; pt said they would get error screens (codes asked unknown) and the controller would jump screens. Pt said the issue was ongoing for the last couple weeks, but was really bad the last couple evenings. Pt also said there had been a couple times lately where the recharger (rtm) paddle and box was really warm to the touch. Pt inspected rtm but did not see any damage. Pt inspected controller port but said the port looked fine. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed analysis found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.